Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush broke off while brushing - oral-b brushhead [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that the brush broke off of an oral-b brushhead, version unknown while she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
15-mar-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 13-mar-2018. Toothbrush heads confirmed to be counterfeit. Toothbrush heads were identified as oral-b flexisoft or precision clean brushheads on 22-mar-2018.

Event description:
Brush broke off while brushing - oral-b brushhead [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2018 that the brush broke off of an oral-b brushhead, version unknown while she was brushing with an oral-b rechargeable toothbrush, version unknown. No symptoms developed. Relevant history: none reported. No further information was provided.